Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple alarms while the pump was disconnected from a power source. Reportedly, the pump battery depleted from 95% to 5%. In addition, the pump displayed a malfunction alarm, and a reset alarm. A temperature alarm was also received, while the pump was not within abnormal temperature conditions. Reportedly the customer's blood glucose level was 270 mg/dl, and had manual injections available as alternate insulin therapy.